Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin was required multiple attempts to rewind. The blood glucose level was unknown at the time of incident. Customer also reported that buttons are sticky and unresponsive at times. The insulin pump will not be returned for analysis